Event description:
Subsequent information received to the initial medwatch report, additional information was received stating that the stent implant and sheath were removed as a single unit.

Event description:
It was reported that the procedure was to treat a non-tortuous and non-calcified mid to proximal right coronary artery. The 3.5 x 18 mm multi-link 8 (ml 8) stent delivery system (sds) was being used to direct stent the lesion. When the sds was pressurized to 3 to 4 atmospheres, the stent watermelon seeded. The sds remained inflated and the physician tried to reposition the stent in the target lesion. There was resistance while trying to reposition so an attempt was made to remove the sds still pressurized to prevent stent dislodgement. During removal, the stent stuck at the arterial sheath and dislodged. The stent was able to be removed from the anatomy. The same sds was used to pre-dilate the lesion and a 3.5 x 23 mm ml 8 was implanted. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Against resistance and failure to follow steps/instructions the device has been returned for investigation. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The reported difficulty to deploy and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of delivery system post-stent implantation, the entire system should be removed as a single unit. Additionally, the IFU states: states to ensure the balloon is fully deflated.